Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The preconnected pump and cylinders were removed and replaced with new components. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information was received in which it was reported that the patient's cylinders were buckling. It was suspected that the cylinders were oversized. The patient was said to be doing fine after the procedure.